Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The customer attempted to address bg by changing supplies. Customer was treated in ER with intravenous fluids of saline and insulin to address the elevated bg. Reportedly the customer had high ketones that were identified as dangerous by a healthcare professional. Customer was discharged 07/31/2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.